Event description:
On (B)(6) 2013, a physician performed an uneventful novasure endometrial ablation. On (B)(6) 2013, it was reported by the patient that "she believes that her doctor may have burned her bowel/bladder area. She is stating that she is retaining fluid because of it and spotting after urination. She is also having a black chalking discharge after urination". Additionally she reported that she is experiencing "abdominal and pelvic pain". The patient presented to the emergency room (date unk). A computed tomography scan was performed and revealed a "cyst in her left ovary". A urine test revealed "blood in her urine". The patient stated she was "doing ok" and the physician who performed the ablation "expired on (B)(6) 2013". We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. If add'l relevant info is received, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).